Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 490 mg/dl, and high ketones. Customer was treated with intravenous insulin and unspecified fluids. At the time of the report with tandem technical support the customer was still in the ER. The cause for the reported issue was unknown. Multiple attempts were made to follow up with the customer, however, a response was not received.